Event description:
Pediatric omnipod 5 user experienced repeated unexplained hyperglycemia while using pods from specific manufacturing lots. Pods initialized normally and delivered insulin without alarms. Approximately 24¿36 hours into use, glucose rose rapidly to >400 mg/dl without illness or food intake. Multiple correction boluses were ineffective. Symptoms included malaise and missed school. Pod replacement immediately restored glycemic control. Manufacturer advised discontinuing use of affected lots and provided replacement pods but gave no case number or written documentation. Concern for silent insulin delivery failure. Photos uploaded seem to be the lot numbers that have been a problem for my child and other users we know.